Event description:
Information received indicates the brake would lock and hold but if pressure was placed on the side of the caster, the caster would rotate.

Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.